Event description:
The user facility reported there was a leak from the tip of the subject device [distal end]. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the device, service found that the coating of the insertion section was peeling off. This report is being submitted for the malfunction found during the device evaluation (coating peeling off).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the coating of the insertion section peeling off was due to deterioration likely caused by stress applied during usage, external factors, or handling. However, a root cause could not be identified. During inspection and testing, service also found the device was leaking due to holes in the bending section cover from external factors, confirming the customer's initial complaint. The bending angulation was out of specification due to wear of the angle wire. Several of the device components demonstrated scratches and wear. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 17-mar-2022.